Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are currently on the hospital facility and experienced hyperglycemia. The customer's blood glucose level was 499 mg/dl at the time of incident. The customer does not feel okay to troubleshoot. The customer also reported transmitter issue. The device will not be returned